Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The problem happened during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'downstream occlusion error' which was reproduced through troubleshooting of the device. A review of the event history log identified the presence of multiple 'downstream occlusion!' Messages. The cause was determined to be an out adjustment downstream tubing guide which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.